Event description:
It was reported that a customer experienced a cartridge alarm error. There was no adverse impact to the customer's blood glucose level. The pump was under warranty, and the customer was sent a replacement pump with updated software. The customer was instructed to return the faulty pump using a prepaid label and was advised on programming the new pump and connecting it to their cgm.